Manufacturer narrative:
It was reported the lead was laser extracted and was destroyed during explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range pacing impedance measurements. Additionally, noise was observed on the rate/sense channel which was oversensed and resulted in nonsustained ventricular tachycardia (vt) episodes. No shocks were delivered due to the oversensing. There was a concern the lead had fractured. An x-ray was performed, however the results were unknown. An invasive procedure was performed. The device and lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only a severed proximal segment of the lead was returned, 110mm from the terminal pin. Blood/body fluid noted in the lumens was noted. Laboratory could not confirmed reported clinical observations with the returned lead segment. The lead segment passed electrical testing.